Event description:
Unomedical reference number (B)(4). Event occurred in spain. It was reported that patient faced seven infusion sets fell off during use events on (B)(6) 2024. Infusion set has been used for few hours. The patient resolved the event by replacing the infusion set and insulin was resumed successfully. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) .